Manufacturer narrative:
Further f/u revealed that the pt is continuing to show signs of infection. The physician indicated that the infection is now being treated with clindamycin. The pt was last seen by the physician on(B)(6) 2003.

Manufacturer narrative:
Further follow-up revealed that the patient was admitted to the hospital on (B)(6) 2003 for aspiration and drainage of chest fluid collection. The patient was having a low-grade temperature prior to arrival at the hospital; however, was not having any seizure activity. The patient was given vancomycin IV for 5 days, which improved the erythema and swelling. The patient was then recommended oral therapy for twelve months with cipro - 10mg, bid and rifampin - 10mg, bid. After 6 months the physician may consider changing the cipro to clindamycin if the cipro is not tolerated well. The patient was discharged on (B)(6) 2003 in stable condition.

Event description:
It was reported that the patient's vns was explanted in (B)(6) 2004 due to the patient¿s ongoing issues with infection. The explanted products have not been received by the manufacturer to-date. No additional information has been received to-date. Review of the device history records indicated no unresolved anomalies. The generator and lead were sterilized prior to distribution. No additional relevant information has been received to-date.

Manufacturer narrative:
H6. Code 86: device manufacturing records ere reviewed. H6. Code 100: ncp system labeling lists infection as a potential adverse event possibly associated with surgery. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
Reporter indicated that patient was hospitalized on (B)(6) 2002 for treatment of infection that developed following ncp system replacement surgery for generator end of service on (B)(6) 2002. The patient was discharged from the hospital on (B)(6) 2002 and is reportedly doing well after IV antibiotic treatment. The patient is continuing oral antibiotics at home. The physician believes that the patient should have no trouble continuing vns therapy.